Event description:
It was reported that the patient underwent lead revision surgery a few weeks after implant of the pacemaker system. The leads were repositioned as they had dislodged. No additional adverse patient effects were reported.